Manufacturer narrative:
The unit was returned to service and the reported complaint that the wheel gets stuck and unit is not accurate, could not be duplicated. Recertification testing was performed and unit passed. Rotor timing and accuracy were checked per procedure. The average rotor cycle time was measured at 10.2 seconds. Unit fed 63.3 ml of water by weight in 30 minutes. Both results are within specification. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes.

Event description:
The customer states that the unit's wheel gets stuck and the pump is not able to turn formula through accurately.